Event description:
Admitted with left femoral neck fracture following fall at home. Left hip bipolar prosthesis being done in operating room and bone cement was applied. After cement hardened and stem was positioned, the pt developed a brady arrhythmia and a drop in oxygen saturation. CPR and medication unsuccessful in resuscitation and pt expired. Massive heart attack was believed to be cause of death. Unable to determine the relationship of bone cement to outcome.